Event description:
The customer reported that the probe of the ortho porvue analyzer was dripping. Information was not provided regarding result codes. No erroneous results were reported. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer arrived at the customer site and determined that the vacuum system had vacuum restriction in the tubing connectors on the waste bottle, the wash station had a crack on the surface and the probe contained a blockage at the tip. The fe replaced the bottle and tubing connectors, the wash station and probe. Replacement of the appropriate components has returned the instrument to its expected operation. This customer has not logged any complaints against this analyzer since this incident.